Event description:
Related manufacturer reference number: 2017865-2024-03582, related manufacturer reference number: 2017865-2024-03583, related manufacturer reference number: 2017865-2024-03584. It was reported that the patient presented in clinic for a follow up. It was revealed that a dislodgement was noted on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. Cultures were done and came back positive. The physician elected to explant implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead and the atrial (ra) lead. Patient is reported to have passed away.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Electrical, longevity, and visual analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Manufacturer narrative:
Correction: to missing b2 and h1 for death selection.